Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (200-300s mg/dl) over a period of 2 days. The customer treated elevated bgs with a bolus using the pump and the issue resolved.